Event description:
It was reported that the patient presented for implant of the right atrial (ra) lead during the procedure the suture sleeve migrated into vessel which was confirmed on x-ray. The atrial lead was unscrewed in attempt to pull back the lead to see if suture sleeve would move back with it but was unsuccessful. The detached suture sleeve was left in vivo, and the procedure was completed with a replacement lead. The patient was stable.